Manufacturer narrative:
Follow-up #1 date of submission 08/05/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed evidence of moisture under the display screen. A white spot was observed underneath the display screen. Unrelated to the original complaint, the pump powered on to a dim and discolored display screen. Additionally, the battery compartment was observed to be cracked. The pump failed a leak test due to the cracked battery compartment. The pump cover was opened and moisture was found in the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were ink spots on the display screen and moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.